Event description:
It was reported that the pump event logs confirmed that a motor stall had occurred on (B)(6) 2012. No motor stall recovery was recorded. The patient had been in the hospital for gall bladder and appendix issues unrelated to the pump, but it was reported that the patient did not have an MRI done. It was noted that the patient was otherwise "fine as far as the drug infusion system was concerned." It was later reported that the patient experienced increased pain, the stall had not recovered, and the cause of the stall was not known. It was noted that the patient was "okay", that the pump had been turned to minimum rate, and the date to replace the pump had not been determined. The device system was used to deliver hydromorphone (dilaudid).

Manufacturer narrative:
Product ID 8709 lot# serial# (B)(4) implanted: (B)(6) 2006 explanted:; product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).